Event description:
On 05/06/2025, it was reported by a sales representative via (B)(4) that an ar-8400obe burr began to produce metal shavings were scattered throughout the shoulder while performing a right shoulder arthroscopy with rotator cuff repair. The facility opened a second burr with the same lot number and have the same issue. Solution: opened a burr with a different lot number. This occurred during use in a case. Additional information requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.